Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a trial was performed due to patient existing pain. It was found that patient was experiencing ineffective therapy due to migration. Surgical intervention to explant and replace the lead occurred (B)(6) 2024. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.